Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens of diopter -16.5/+2.5/091 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a lens of the same length due to excessive vault and significant reduction of irido-corneal angles. Elevated iop without pupil block/angle closure was also reported. The replacement lens was implanted vertically and the problem was resolved. Cause was reported as unknown.

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic torn,broken and bent to the lens. Unable to perform dimensional inspection due to damaged state of lens. Claim# (B)(4).

Manufacturer narrative:
D4: unique identifier (UDI)#: (B)(4) should be added to the initial MDR. Claim#: (B)(4).